Event description:
Report #2 of 3 received of cassette alarms. The customer reported the administration set caused the pump to produce cassette alarms during an unspecified hydration solution infusion. The clinician changed the tubing and the alarm condition resolved. The customer specified there was no delay in critical therapy and no adverse effect to the patient.